Event description:
The device was used during a colectomy procedure. Reportedly, an infection occurred after a week and the staples did not form properly. The surgeon performed a re-operation and applied another device to correct the condition. The hospital has reported the pt's condition is satisfactory.